Manufacturer narrative:
The customer reported that they were trying to admit a new patient when this central nurse's station (cns) shut down on its own and booted back up. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they were trying to admit a new patient when this central nurse's station (cns) shut down on its own and booted back up. No harm or injury occurred.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own and booted back up while trying to admit a new patient. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down on its own and booted back up while trying to admit a new patient. No patient harm was reported. Investigation summary: the cns logs were sent in and reviewed. The cns restarts were observed on the logs. However, based on the logs and dump file analysis, a definitive root cause could not be identified. The enterprise gateway (eg) server data was requested from the customer for further investigation. However, data could no longer be collected. The complaint unit was also returned and evaluated. Nihon kohden repair center (nk rc) was unable to observe or duplicate the reported issue. Nk rc noted that if the problem persists and occurs during admission, the network may have a duplicate ip address. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are network environment, server related issues, duplicate ip address, and incorrect network settings.